Event description:
It was reported when using forceps in a breast surgery, the patient received 3 small burns. Dr. Indicated came from the forceps, where the insulation was cracking/ peeling. Dr evaluated patient's injury and released the patient. The nurse indicated she is not at liberty to provide further details of the injury.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.